Event description:
The implant housing extruded. To manage the resulting infection, antibiotics were prescribed and the implant was removed. The issue started about 3 month after the implantation. Re-implantation is planned in about 6 months.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion and infection of the device through the skin. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of any infection. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The implant housing extruded. To manage the resulting infection, antibiotics were prescribed and the implant was removed.